Event description:
It was reported that patient experienced high blood glucose (213 mg/dl) and treated with manual corrections with the insulin pump due to bent cannula on (B)(6) 2026.

Manufacturer narrative:
E1: (B)(6) based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.